Manufacturer narrative:
(B)(4). Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing. 0.0 can be seen when programing a basal due to functional keypad, however unit alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons become unresponsive. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that down and back button were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.